Event description:
It was reported that the patient underwent a posterolateral and transforaminal lumbar spinal fusion procedure at l5-s1 with interbody cage. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.